Event description:
It was reported that a spectrum pump had improper shutdown. This occurred during device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'improper shutdown' was reproduced. A review of the event history log (ehl) revealed multiple "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the dried liquid substance on the back flex battery contact pin and do not make contact with the battery pin. The back flex battery contact pin was required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.